Event description:
It was reported the tubing being primed or bag being empty. Acknowledged, reviewed settings and restarted the pump, resvol empty in 42 hrs. Pump alarmed again. Acknowledged, closed clamp and removed the cassette. Gently tapped cassette to disperse air bubbles in the line. Replaced cassette and pump alarmed "cassette not properly attached". Removed and reattached cassette and alarm persisted. Tried 2 more times and alarm persisted. Opened battery door and closed it. Powered pump on and pump alarmed cassette not properly attached. Silenced and opened and closed battery door to power the pump off. Customer states the cassette is in order. Advised they need to call clinic for further instructions as the pump alarm will not resolve. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying "cassette not attached properly" alarm message during the investigation. Error history log review found cassette latch was closed, standard admin set latched, high alarm displayed: cassette not attached properly, high alarm silenced. The root cause of the reported issue was found to be a faulty downstream sensor. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.